Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. D4: batch # 423c86. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with a battery installed with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired with one b-formed staple on the cartridge deck. In addition, no package material was returned. During the visual inspection, some staples and body fluids were found in the jaw. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties and once the device completed the firing sequence the knife returned home as intended. The staple line and cut line were complete and the staples met the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the knife reverse button worked properly during testing and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 423c86, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the knife returning sound was not heard after firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.